Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information that the customer reported after completing a pt procedure and while removing the pt from the CT system, the customer reported a burning smell from the CT system, the customer reported a burning smell from the CT gantry and a smoke alarm in the CT room was activated. The customer did not see any smoke or fire, just a burning smell. The system was inoperable until repaired. Philips service personnel confirmed there was no indication of smoke or fire and that the fire department was not called to the site. There was no harm to a pt, operator or bystander due to this reported event.